Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, patient underwent following procedure: posterior spinal fusion, t10-11, t11-12, t12-l1 hardware removal l1-s1 re-instrumentation with pedicle screw instrumentation from t10 to sacrum exploration of prior spinal fusion from l1 to sacrum iliac crest bone graft, right side bmp-2 application interpretation of intraoperative x-rays pre-op and post-op diagnosis: loosening of hardware, possible pseudoarthrosis, status post prior lumbosacral fusion. Indications: patient had developed increasing back pain. The posterior upper lumbar screws were showing signs of some progressive loosening. Operative findings: loosening of the instrumentation at l1 and l2 2. Partial healing of the fusion at l1-2 and l2-3. As per op notes: ".. Prior fusion was consolidating throughout the lumbar spine from l1 to pelvis with good bone growth.. L1 to l3 and at lumbosacral junction, there was minimal micromotion. The decision was made to redecorate the entire fusion mass and placed bmp soaked sponges in combination with the iliac crest bone.. The facet joints from t10-12 were packed with iliac crest. The lamina were decorticated and bmp and iliac crest were placed over it. Bmp was also placed in the lateral gutters from l1 to sacrum. . The patient was neurologically intact in the recovery room.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.